Event description:
It was reported by service report that the head end would not go all the way down because the fowler cylinder was leaking fluid. There have been no adverse consequences reported.

Manufacturer narrative:
Other: leak.